Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor, and no issues were observed. The sensor was placed into the test fixture and an attempt to scan the sensor with the evaluation module (evm) and data extraction was unsuccessful. De-cased the sensor and no issues were observed upon visual inspection of the printed circuit board assembly (pcba). The returned battery was measured and found to be out of specification range. An extended investigation was also performed on the returned de-cased sensor, no contamination, damage, or solder issues were observed on the returned pcba. The returned battery has been measured and results were still not within specification. The data extraction still could not be performed, and the sensor did not scan. Therefore, due to the scanning issue, adc is unable to perform any additional investigation for this complaint. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor ended" message on the adc device and was unable to obtain readings. As a result, customer was administered "rtw" and an unspecified "drug" for treatment by a hcp. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor ended" message on the adc device and was unable to obtain readings. As a result, customer was administered "rtw" and an unspecified "drug" for treatment by a hcp. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.